Event description:
It was reported to philips that the system gave a remote alert indicating the generator was intermittently failing with an over current detected, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the generator was intermittently failing. Review of the logfile shows exception error confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was remote alert regarding over current detected in frontal stand. The fse disassembled frontal stand to access tube and cables and inspected the high-tension candle at cathode and anode sides of x-ray tube but found no malfunction. To resolve the issue, the fse cleaned ht candles, used pin gauge to re-set ht candles, applied silicon paste and re-installed ht candles; performed tube conditioning, tube adaption, tube yield calibration and edl calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.